Event description:
It was reported that between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on (B)(6)2021, patient experienced anaphylactic shock and instable arterial pressure due to contrast agent injection which was treated with the medication. It is noted that the adverse event has possibly relationship to the subject catalyst device, thrombectomy procedure, and to an underlying condition. The outcome of the adverse event was resolved on (B)(6)2021 without clinical sequalae. No further information is available. Update: based upon medical review, the adverse event information and sae (serious adverse event) of the anaphylactic shock and instable arterial pressure occurred between end of procedure and 1 day post procedure follow-up was concluded to be related to the contrast agent. There is no allegation alleged against the subject catalyst device that could have contributed to the adverse events of anaphylactic shock and instable arterial pressure. Therefore, the event does not meet the requirements of a reportable event for the corresponding subject catalyst device. Based on the information, this complaint is not subject to MDR reporting regulation the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
Section b1 adverse event: corrected: no adverse event . Section b2 outcomes attributed to ae: corrected: no other serious (important medical events) / no required intervention to prevent permanent impairment/damage (devices)/ no hospitalization-initial or prolonged, section b5 executive summary: updated. Section h1 type of reportable event: corrected: no serious injury. F10 / h6 device code grid - corrected to '¿no apparent adverse event¿ f10 / h6 - clinical signs code grid: corrected to ¿no clinical signs, symptoms or conditions¿ f10 / h6 - health impact code grid: corrected to ¿no health consequences or impact¿ h6 conclusion code grid: corrected - no 'conclusion not yet available' based upon medical review, the adverse event information and sae (serious adverse event) of the anaphylactic shock and instable arterial pressure occurred between end of procedure and 1 day post procedure follow-up was concluded to be related to the contrast agent. There is no allegation alleged against the subject catalyst device that could have contributed to the adverse events of anaphylactic shock and instable arterial pressure. Therefore, the event does not meet the requirements of a reportable event for the corresponding subject catalyst device. Based on the information, this complaint is not subject to MDR reporting regulation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that between end of procedure and 1 day post procedure follow-up from a thrombectomy procedure on (B)(6) 2021, patient experienced anaphylactic shock and instable arterial pressure due to contrast agent injection which was treated with the medication. It is noted that the adverse event has possibly relationship to the subject catalyst device, thrombectomy procedure, and to an underlying condition. The outcome of the adverse event was resolved on (B)(6) 2021 without clinical sequalae. No further information is available.

Manufacturer narrative:
This is 2 of 2 reports. H3 other text : the subject device is unavailable to manufacturer.